Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Placeholder.

Event description:
It was reported during the placement of a trochanteric fixation nail, when inserting the 11 mm titanium helical blade it would not go through the trochanteric fixation nail. After some adjustments, the surgeon was able to make it work. The knob of the 130 degree guide came off and the surgeon was holding it by hand. There was also a ten minute delay. This report is for an unknown helical blade. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwb. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.